Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient received total hip in 2008. Sometime in 2015 after onset of parkinsons disease (unknown if related but perhaps relevant) patient began complaining of pain and grinding in his hip. X-rays demonstrated liner was worn and seemed disassociated from the cup. Revision surgery was performed, cup, liner, screw and head were removed and replaced. A significant amount of metallosis was found within and around the cup, liner and head, and surrounding tissues. Patient was revised to prevent further damage.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned liner, cup, and femoral head, as well as x-ray review, confirm the reported disassociation of the cup and liner while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. Mating damage has been confirmed on the acetabular cup rim. All of the anti-rotation devices have been fractured and/or heavily damaged. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. Liner deformation from stem impingement is noted. A review of device history records was conducted for all provided product/lot combinations and no related manufacturing deviations or anomalies that would have contributed to the reported problem were identified. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.